Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator noise was observed when the right ventricular pace-sense lead was connected to the device. This resulted in inhibition of pacing and was recreated with lead motion. When the physician then connected the new defibrillation lead to the device, inhibition of pacing for several seconds was observed after the device was placed in the pocket. The physician suspected a device header issue and specific concern was that the seal plug became damaged with the wrench during tightening. A new device was used with this defibrillation lead and no further issues were observed.